Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On 03/18/2026, dr. (B)(6) reported that a 75-year-old male patient presented to his office, (B)(6) office, with concerns related to a previously placed dental implant. The initial implant placement was performed on (B)(6) 2026 at tooth location #19. The patient presented with the issue on (B)(6) 2026, within three weeks of the implant placement and the implant was removed and not replaced. The implant had been placed following immediate extraction and was not immediately loaded. The planned prosthesis was a single-tooth, screw-retained restoration, and the opposing arch consisted of natural teeth. The patient experienced pain and inflammation, which resolved following removal of the implant. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had excellent oral hygiene. No abnormalities were noted with the implant or its packaging.